Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Additional device used: (B) (4).

Event description:
On (B) (6), 2008, this pt was implanted with gore tag endoprostheses. On (B) (6), 2010, computed tomography revealed an endoleak along with aneurysm growth of approx 1 cm.